Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported double population (dp) results instead of clearly negative results. The customer stated that she observed this issue with ih-basic qc1 and ih-card abo/d(dvi-)+rev a1, b on ih-1000. She was not able to provide a date of event. The customer announced to send in a product sample for investigational testing; our quality control laboratory is still waiting for this material. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Trace files the affected ih-1000 instrument were provided for investigation and are still under investigation.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported double population (dp) results instead of clearly negative results. First the customer stated that she observed this issue with ih-basic qc1 and ih-card abo/d(dvi-)+rev a1, b on ih-1000. Then she added that she also observed this issue with patient samples. The customer did not provide a date of event. The customer returned the complaint sample ih-card abo/d(dvi-)+rev a1,b for investigational testing but not the control ih-basic qc. She returned 24 ih-cards abo/d(dvi-)+rev.a1, b. Our quality control laboratory visually checked these cards: the sealing was intact, but we observed slight variations in the filling level and splashes in the reaction chambers. The retention sample of our qc laboratory was also visually checked. Here, we did not observe any splashes in the reaction chamber and the cards showed similar filling levels in all cards. Due to the observed splashes the cards returned by the customer were centrifuged prior to testing. The complaint sample was tested with donor samples in parallel with the retention sample on ih-1000. Based on the complaint cause the focus of the testing was on rhd negative samples and the ih-basic qc#1 (rhd negative). All positive and negative reactions were correct. We did not observe any falsepositive reactions, results with question marks, or double populations (dp). Trace files the affected ih-1000 instrument were provided for investigation and were analyzed. The wells anti d were interpreted as "dp". This was confirmed and justified by the presence of a few agglutinations on the top of the well. The blood group/ reverse group tests were correctly performed. No instrument malfunction was identified and the camera adjustment was fine. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The complaint sample as well as the retention sample reacted as expected. The ih-basic qc in question was not provided by customer, so an investigation was not possible. Two lots of the current lot ih-basic qc reacted as expected. But based on the instrument data the double population (dp) was confirmed. The blood group/ reverse group tests were correctly performed. No instrument malfunction was identified. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.